Event description:
Automatic zimmer tourniquet system was in use during orthopedic surgery on pt's left arm. When machine was turned off during surgery tourniquet allegedly remained inflated for a total of 4 hours. Later, pt was noted to have ischemic muscle injury and required add'l surgery (fasciotomies) for compartment syndrome.